Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated prostate specific antigen (hyb-psa) results generated by unicel dxi 800 access immunoassay analyzer for two post-prostatectomy patients. Subsequent testing with a different reagent lot and testing by an alternate methodology produced lower results that better matched the patients' clinical presentations. The psa results were reported out of the laboratory, and one of the patients received additional treatment due to the elevated psa result. The specific treatment details have not been provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event for the other patient.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. Service was not dispatched as the customer is not questioning instrument performance at this time. A definitive root cause for this event has not been determined to date.